Manufacturer narrative:
On 14-apr-2016 a technical service specialists (tss) conducted follow-up with the customer over-the-phone to address the reported event. The tss performed troubleshooting with the customer and determined the sample probe tip-was dirty and instructed the customer on how to clean with etoh/wash probe tip. This resolved the issue of the bf probe clog. The tss requested the customer to prim the wash twice and the substrate twice. The customer ran qc with no errors. The aia-360 analyzer was functioning as intended with all errors cleared. No further action required by the tss/fse. The most probable cause of the reported event was due to the wash probe clogged. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported 2017 error message (sub purge failure) with the aia-360 analyzer. The customer is unable to run myo, ctnl2, and ckmb patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting myo, ctnl2, and ckmb patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.